Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during the final drain. The technical service representative (tsr) advised the home patient (hp) of the alarm's meaning and to call in at the time of the alarm for troubleshooting assistance. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated she went to the clinic and they read her pro card. Her nurses advised the hp to tighten all of the connections more securely to avoid the alarm in the future. The hp advised that she was able to resume therapy successfully with new supplies.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 (air in line) alarm was not confirmed. The root cause was undetermined. The lot number was not available; therefore no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.